Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed with no error message and then the "no cassette" alarm went off. It was reported the end user connected the cassette to another pump and the issue was resolved.no adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).